Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, laparoscopic hernia repair using c-qur for incisional and inguinal hernias is a safe and easy procedure. [(B)(4)].

Event description:
Received an article titled: laparoscopic hernioplasty using omega-3 coating mesh. The article presented a prospective observational study of laparoscopic hernioplasty using c-qur. Per the article, adverse events included pain, swelling, recurrence and skin necrosis.